Manufacturer narrative:
Unavailable at this time.

Event description:
It was reported that, during a liver section procedure, the tissue pad melted. Used a different device to complete the procedure. There was no adverse patient consequence.